Event description:
In 2002, the user facility's dir of materials mgmt informed the MFR's sales rep of the following: a leaking device was removed from the pt that had been inserted in 2002. Appears to be several holes in the preattached device catheter. One approximately 7cm from the device and another 10cm from the device. Two months later, the MFR rec'd a medwatch report from cdrh in reference to this event. Six days later, the MFR's sales rep forwarded a medwatch from the user facility. The medwatch report is the original that was forwarded to the FDA. There is no uf number on form.